Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual incident, the technical support specialist (tss) noted that the customer reported station syncing was not working with the automated dispensing system server and that two new users were facing the issue. The tss reviewed the reported username's and was informed that the customer only had access to the station and not the server and identified that accounts created on the station were not allowing sign-in to the enterprise system. The tss attempted to contact the customer and left a voicemail but received no response and proceeded with case closure due to no callback.

Event description:
It was reported that when using the bd pyxis¿ es server, the new users were unable to log in to the station, and the customer reported that the station was not syncing with the ad server. The customer confirmed that they did not have access to the server and only had access to the station. The customer also reported that when accounts were created on the station, users were not able to sign in to es. However, there were no delays or adverse events or injuries reported based on this event.